Event description:
It was reported that the device is twisted and has a broken cable. There was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device is twisted and has a broken cable. The reported event was confirmed. The supplier evaluation revealed damages at the ropes and several small parts. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.